Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Expiry date: 07/2023.

Event description:
It was reported that two days after catheter placement, lumen was allegedly seems to defective in the catheter. There was no reported patient injury.

Event description:
It was reported that two days after catheter placement, lumen was allegedly damaged in the catheter. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the first complaint reported to date for this product and lot, therefore a device history records review is not required. Investigation summary: one broviac cvc s/l catheter in three segments and one guidewire in guidewire hoop were returned for evaluation. Gross, microscopic visual and functional testing were performed. The investigation is confirmed for the reported catheter damage issue, as a longitudinal split was noted migrating approximately 4mm proximal to the break. Striations were noted on the all three circumferential breaks. An in-house syringe was attached to the each of the catheter segments and were infused and aspirated without issue. Blood was seen exiting the end of the second segment. A definitive root cause could not be determined. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. (Expiry date: 07/2023). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.